Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The technical support specialist installed 4 windows packages and restarted the device to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia system the device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.